Event description:
Pt 30 year old female had spine surgery on 4/4/90 due to an unstable burst fracture at t12. The pt was implanted with isola rods and screws at t11-l1. The pt was involved in a motor vehicle accident 8 months post op. On 1/23/91, the pt had explant surgery due to device breakage.